Event description:
It was reported that the right ventricular lead had no capture, high impedance, a possible fracture. It was also noted that there was a possible perforation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.